Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens, but the lens slipped as it was being rejected and could not be used. There was no pt contact or injury. It was unknown if the lens was damaged. The sales representative stated the cause for the lens not ejecting properly was probably due to the surgeon not being familiar with the product. An msi-pr injector and an mtc60c fp cartridge were used but the sales representative was unable to recall the lot numbers.